Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 99% stenosed lesion being treated was located in the moderately tortuous distal right coronary artery (rca) and another lesion was located in the proximal rca. The proximal lesion was predilated with a 1.5x20 mm non-boston scientific balloon. Ivus was performed. A 3.00x32mm taxus express2 drug eluting stent was implanted. After implanting, ivus was performed again and confirmed apposition. The distal lesion was predilated with a 2.5x30 mm maverick2 balloon. The physician tried to implant a 3.00x28 mm taxus express2 drug eluting stent, but the stent caught in the distal curve of the previously placed proximal stent and it couldn't be moved. The physician tried to retrieve the stent with snare, but was unsuccessful. Then a guidewire was reinserted, but missed the stent. The proximal rca was dilated with a quantum maverick balloon. The 3.00x32 mm stent was crushed inside of the proximal stent. Twenty one days post initial procedure, the crushed stent was confirmed to be completely dilated and a non-boston scientific stent was placed in the distal rca. No additional pt complications were reported. Pt status reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.